Event description:
Patient was revised to address loosening of the non-cemented femoral component and loosening of the tibial tray at the cement/bone interface; however, the manufacturer of the cement used at the time of original implantation is unknown. It was noted that the patient had previously been revised because of a periprosthetic tibia fracture, but no information was available about that revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The initial reporting states that no further event information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.